Event description:
Device malfunction: flared struts upon deployment. Time of device malfunction: during the procedure. Adverse event: none. It was reported that a xience v stent was implanted within the mid left anterior descending artery via direct stenting. On deployment, the physician noticed that the struts were flared at the distal end of the stent. A non-abbott stent was deployed covering up the flared portion of the xience v stent. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Potential causes for stent damage post deployment include, but are not limited to, manufacturing, material degradation, device size selection, post dilatation technique and/or interaction with other devices. Reportedly, direct stenting was performed. It should be noted that the xience v instructions for use (IFU) states, "pre-dilate the lesion with a ptca catheter." It is unknown how lack of pre-dilatation may have contributed to the reported stent damge post deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Although there is no indication of a product quality deficiency, a conclusive cause for the reported stent damage post procedure cannot be determined.